Event description:
It was reported to gems that a 17" siemens monitor does not adapt to the ge wall mount bracket s18101hm. The plastic base is not stable and swivels, which provides for a very unstable and unsafe mount. There was no injury.